Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and device expulsion ("expulsion of device") in a 34-year-old female patient who had essure (batch no. 50512927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)". Concomitant products included lamotrigine (lamotrigin) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ lower right side of pelvis pain"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss worsened"), urinary tract disorder ("worsening of urinary problems or changes") and bladder disorder ("worsening of bladder problems or changes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal discharge, alopecia, urinary tract disorder, bladder disorder and device expulsion outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, device expulsion, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date, (B)(6) 2015 (per pfs) and removal detail, previously reported as essure removed but now its reported that essure not removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received: device expulsion event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure (batch no. 50512927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) ". Concomitant products included contraceptives nos and lamotrigine (lamotrigin). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ lower right side of pelvis pain"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss worsened"), urinary tract disorder ("worsening of urinary problems or changes") and bladder disorder ("worsening of bladder problems or changes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal discharge, alopecia, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date, (B)(6) 2015 (per pfs) and removal detail, previously reported as essure removed but now its reported that essure not removed. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics added. Essure indication and lot number added. New events failure to occlude (close) ,abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), worsening of bladder problems or changes, worsening of urinary problems or changes, vaginal discharge and worsening hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure (batch no. 50512927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)". Concomitant products included lamotrigine (lamotrigin) and oral contraceptive nos. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ lower right side of pelvis pain"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss worsened"), urinary tract disorder ("worsening of urinary problems or changes") and bladder disorder ("worsening of bladder problems or changes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal discharge, alopecia, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date, on (B)(6) 2015 (per pfs) and removal detail, previously reported as essure removed but now its reported that essure not removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a 34-year-old female patient who had essure (batch no. 50512927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)". The patient's medical history included depression, cystic acne, foot operation and gastric bypass. Concurrent conditions included breast mass, coughing, sneezing, anxiety, depression, dysthymic disorder and stress incontinence. Concomitant products included lamotrigine (lamotrigin), oral contraceptive nos, thyroid (armour thyroid) and venlafaxine hydrochloride (effexor). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion ("expulsion of device"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ lower right side of pelvis pain"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss worsened"), urinary tract disorder ("worsening of urinary problems or changes") and bladder disorder ("worsening of bladder problems or changes"). The patient was treated with surgery (laparoscopic right tubal occlusion, hysteroscopy with removal of right essure, tvt, cystoscopy.). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, device expulsion, pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal discharge, alopecia, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, device expulsion, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date, (B)(6) 2015 (per pfs) and removal detail, previously reported as essure removed but now its reported that essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: results: 120/70 mmhg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.